Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. On 21-apr-2024, it was reported that the patient's adhesive patch stopped working and cannula fell off after few hours of application. No further information was available.